Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed. No patient symptoms were reported. No electrical anomalies were detected. The lead was capped and replaced. The patient was stable and will continue to be monitored normally.